Event description:
It was reported that the customer has passed away at home. The caller stated that the customer died of diabetes. The caller also stated that the customer might have had kidney failure. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that they did not know what happened to the insulin pump; it might still be at the coroner's office. The coroner's office was contacted on (B)(6) 2015, and they confirmed that they do still have the insulin pump. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.